Event description:
It was reported that 1.5 years prior to the date of this report the patient had had a revision surgery because the cord in her neck kept popping out. It was noted that this correction had allowed her relief for a year. The patient had stated that their healthcare professional told her that her surgery was to correct her shakes but not her left arm tremor.

Manufacturer narrative:
Concomitant products: product ID 3708640, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708640, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3387s-40, lot # v217233, implanted: (B)(6) 2011, product type lead; product ID 3387s-40, lot # v705412, implanted: (B)(6) 2011, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708640, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708640, serial # (B)(4), implanted: (B)(6) 2014, product type extension. (B)(4).